Event description:
In response to FDA public hlth notice issued 13 june 1997 regarding radioactive contamination present in radiation protection devices, please be advised that facility purchased three (3) lead aprons from picker corp that were subsequently determined to be among the contaminated garments. Surface survey meter readings on these garments were in the range of 0.5-1.0 mr/hr as reported by other observers. Two of the garments were returned to the MFR in november 1997 following the product recall notification. The third was only recently discovered, is now out of svc in rptr's possession and awaits recall shipping forms from the MFR. No unusual dosimetry badge exposures were noted during the period that the garments were in svc. Worst case calculations of probable wear indicate no potential for personnel exposures in excess of the hosp's alara level I threshold.